Event description:
The manufacturer received information alleging an issue related to a CPAP device. The patient alleged visualization of black particles in tubing. There is no allegation of serious or permanent harm or injury.black the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to the CPAP device's sound abatement foam. The patient alleged upper respiratory issues, nasal/throat irritation or soreness. Section b5 is updated in this follow up report. In section h6, health effect - clinical code : 4464, 2396 was missing in previous report , which is correctly updated in this follow up report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black particles (black mold) in tubing /chamber related to a CPAP device's sound abatement foam. Patient alleged upper respiratory issues, nasal/throat irritation or soreness. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.